Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the pump and transmitter regained connection. No additional patient information was available.

Manufacturer narrative:
Remove: reportedly, the pump and transmitter regained connection. Corrected data: a replacement transmitter was sent to the customer.